Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse)visited onsite and confirmed that the host pc and did not start up. The fse replaced the host pc. After that, the system was returned in good working condition and was ready for clinical use. The host pc was returned for further analysis. Functional testing was performed and no failure was observed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.